Event description:
Based on information reported to davol by the patient: on (B)(6) 2007 - patient underwent implant of composix mesh. On ni/ni/ni - approximately one year later, the patient reported a bad taste and smell in his mouth. He was treated by a gastroenterologist for acid reflux and subsequently underwent stomach wrap procedure. Following that procedure, the patient still reported this bad taste and smell post and insomnia. On ni/ni/ni, the patient underwent roux-en-y procedure. Post procedure, the patient reported his incision site was hard, had an area of erythema, and had purulent material oozing from this site. The patient was seen by an infectious disease md, the patient reported he had an (B)(6) infection and was placed on long term vancomycin via PICC line x 6 months. On (B)(6) 2012 - patient alleged he underwent an open mesh explant procedure. During this procedure, he reported the surgeon noted fistulas involving the mesh and erosion into his organs. The patient reported he is now infection-free.

Manufacturer narrative:
It was reported that the patient had a composix mesh implanted and subsequently developed infection and fistulas, and that the mesh had eroded into his organs. No medical records or culture reports have been provided. Fistula formation is stated as a possible adverse reaction in the product's instructions for use, and infection are possible adverse reactions listed in the product's instructions for use. While there is no indication that the mesh was the source of the reported infection, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided, therefore, no manufacturing review could be performed. Additionally, no sample has been returned for evaluation. Currently, it is unknown whether the device may have caused or contributed to the reported event. If additional information is provided, a followup MDR will be submitted.